Manufacturer narrative:
Pc (B)(4). Date sent: 02/13/2020. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? On what date did the implant take place? What is the lot number for the linx device that removed? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that ¿linx device lxmc16 explanted on (B)(6) 2020 removal of linx msa. Patient was converted to an anterior fundoplication.¿ there were no patient consequences reported.